Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device astral device displayed an error message (sf150) related to an electro-valve issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs confirmed the reported complaint and revealed an error message (sf188) related to indicating a safety assert system fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to soldering process during assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device astral device displayed an error message (sf150) related to an electro-valve issue. There was no patient harm or serious injury reported as a result of this incident.